Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Additionally, it was reported that an occlusion alarm occurred. A system check was performed, and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. It was also reported that resistance was experienced when filling the cartridge with insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported resistance issue, but no response was received. Customer¿s blood glucose level was in 400-450 mg/dl range.